Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the long clip that grips the mucous membrane had not been able to be detached and it was removed by hand by the doctor. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h6. A review of the device history record was not performed as the lot number was not provided. The device was not returned to olympus for inspection therefore the event was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: drawing number: gk4802, revision number: 27 do not apply excessive bending, pulling or pressure to this product. It may led to equipment damage or functional deterioration. Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not use excessive force to operate each part. It may led to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.